Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient went to have an MRI done of their foot on friday and the patient stated they put their device into MRI mode and saw the full body eligible screen on their patient programmer. The patient stated that during the MRI both legs started tingling and the stimulator got warm. The patient stated that they had to stop the MRI. The patient stated that they called the manufacturing representative (rep) on friday after the MRI and the rep told them to call in. The patient was asked if they had turn their stimulation back on. The patient stated that they had turned their stimulation back on and that they hadn¿t experienced any issues. The patient was redirected to follow-up with their healthcare provider (hcp) to make sure the device is functioning properly. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.